Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. A new battery was installed in the device. After observing the correct functioning of the device through functional and performance tests, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.